Event description:
It was reported that a patient was in renal failure in (B)(6) 2014. In 2013, they found nine to ten nodules on the patient¿s kidney. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-24676 for information regarding previous renal failure of the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v381111, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help.